Event description:
It was reported that the pt could no longer hear. Over the past couple of days their hearing had become weaker and weaker. Telemetry measurements carried out in 2002 gave a result of 'poor coupling to the implant'.